Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.4 cm diameter abdominal aortic aneurysm. It was noted that the proximal neck length was 10 mm. It was reported that, the physician stated his plan was to partially cover lower left renal approximately 50 percent due to a short neck with bifurcation component but during placement the physician inadvertently placed bifurcation component so that it covered 70 percent left renal. During post implant of both endurant devices it was noticed over 70 percent of the left renal was covered and decided to place left renal stent via femoral access. They were unable to gain good catheter support to place the renal stent and therefore went to the left brachial as an access route. The physician was also unable to get guide support to place the renal stent. As a result they aborted renal stent procedure and decided to closely follow patient. The patient reportedly did fine during and post procedure and went home without any symptoms. The patient was to be monitored. It was noted that the issue had not been resolved. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant cta¿s confirmed that the patient had a short neck; approximately 1 cm long. The neck diameter just below the level of the lowest left renal was 19 mm, and at the top of the aaa measured 20 mm. The neck was mildly angulated. The max aaa diameter was 4.7 cm and contained thrombus. The origin of the left common iliac was narrowed and acutely angulated and both iliacs contained calcification. Images during and post-implant were not provided. The cause of the inaccurate delivery and excessive coverage of the left renal could not be determined from the images provided.